Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause of why no movement of the system was available during the patient procedure could not be determined. The site, where the affected system is installed, has its own technical expert covering first line troubleshooting. When the expert arrived at the system it was fully functional. He tested the system and could not detect a malfunction. A service engineer was called who reviewed the log file of the event. He could not find an entry pertaining to the issue described by the user. Therefore neither an initial nor a preventive corrective action was or will be performed based on the present event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Patient was moved to electrophysiology (ep) lab, sedated and placed under general anesthesia. A foley catheter was placed. After patient was prepped and draped, the x-ray equipment would not move into position. The unit was re-booted several times without a successful restart. The procedure was cancelled and patient was taken off the table and moved to the post-anesthesia care unit (pacu) for recovery and discharge. Biomedical engineering was made aware, and they attempted to reset unit. Unit worked without problem on prior case in that room. There was no evidence of malfunction predicted prior to procedure start.